Event description:
It was reported that the pump was sent for repair. Upon physical inspection, it was discovered that the downstream occlusion seal was detached. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal, battery compartment were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.